Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that 3 infusion sets cannula kinked event. Patient noticed the symptoms within 3 or more hours after insertion. The insertion site was abdomen. Blood glucose level at the time of event was 413 mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).